Event description:
It was reported that upon interrogation, a message displayed stating one or more of the interrogated parameters were unavailable. The device was previously programmed to dddr 60 but was pacing at 70 pulses per minute. It was noted that the patient had complete heart block. Measured data was 2.68 v, 18 ua, and less than 1 kohms. A microprocessor reset and partial download were attempted however, programmability and communication could not be established.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.